Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient died in the middle of the night. The patient was on insulin pump therapy at the time. The reporter stated that the cause of death is unknown at this time. When animas customer support questioned the reporter if the insulin pump was believed to be a factor in the patient¿s death, the reporter stated "I don't think so because it was a brand-new pump, but I do not know.¿ animas customer support made several attempts to contact the reporter for further information; however, the reporter did not respond. Animas medical surveillance contacted the reporter in follow up on (B)(6) 2017; the reporter declined to discuss the event. Animas medical surveillance contacted the medical examiner¿s office in (B)(6) on (B)(6) 2017. The medical examiner representative stated the cause of death was declared ¿complications of diabetes mellitus.¿ when questioned if the patient¿s insulin pump was a factor in the patient¿s death, the me office representative stated that information was not able to be shared. This complaint is being reported because the patient reportedly died from complications of diabetes mellitus while on insulin pump therapy.